Event description:
It was reported that one of the prongs of the instrument was broken off during use but the broken off piece was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. Visual exam confirmed that the lower prong broke from the inserter. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.